Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level of 550 mg/dl with trace ketones due to needing settings adjustments. High bg was addressed with a correction bolus. Customer also noted that they had recently been put on steroids by their healthcare provider (hcp) for a separate condition. Tandem technical support assisted customer in adjusting settings as requested.